Manufacturer narrative:
The user reported discrepancies between their blood glucose (sg) readings and sensor glucose (sg) values. A review of the customer synced glucose values in data management system (dms) revealed that system experienced a period of transient optical instability, around 15-nov-2025, followed by gaps in the glucose data due to reduced system usage. Due to limited data following this period, full system performance could not be conducted. As part of troubleshooting process, the user was asked to perform a sensor re-link to clear the calibration buffer and resume consistent use of the system. Following the sensor re-link, the system performance improved with better alignment between bg entries and sg trends . During a follow up, the user confirmed that the issue was resolved and had no further concerns. The user was additionally recommended to consistently use the system to prevent gaps in the glucose data. No further investigation was found necessary for this complaint b4.date of this report 12 feb 2026. G3.date received by the manufacturer? 12 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.